Event description:
The patient reported they may have suffered a mini-stroke. The representative re-directed the pt to report symptoms to the hcp. Additional info has been requested from the physician. A follow-up report will be sent if additional info is rec'd. See MFR report number 6000153-2007-01257.